Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that it was determined that the ¿location in the home¿ was the issue with connecting the communicator. The rep stated when the patient went to the front porch, they were able to connect and change programs. The rep stated the issue was resolved on 2021-(B)(6)

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the patient was having difficulty communicating with the ins in some instances. While the caller was with the patient they were not able to get the handset to connect to the ins either using the patient application or the clinician application. The caller indicated that when they try to connect using the clinician application the handset attempts to connect, the device displays the serial number (B)(4). The caller checked the box with the serial number next to it and selected continue, the handset then indicated that the device was not responding. The caller attempted to connect the handset to another communicator the second communicator did the same thing, the device found the serial number and then displayed the device not responding message when trying to start the session. The caller attempted to connect to the ins using the patient therapy application. The patient application displayed the device not responding message the caller indicated that the ins was superficial and then indicated that the ins may have rotated. The issue was not resolved through troubleshooting. The caller asked  the caller indicated that they had the patient lie on their stomach and they messaged the area of the ins and then were able to get both the clinician and patient therapy app to connect to the ins. The caller indicated that they think the ins is floating in the pocket.  No further complications were reported/anticipated at this time.